Event description:
Additional information received from the consumer reported that the issue had not been resolved. Arrangements were being made to correct and fix the issue at an appointment with all parties that need to be involved. Several different modes of stimulation were tried and did not fix the issue.

Manufacturer narrative:
Concomitant products: product ID 97714, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The manufacturer representative reported that the patient felt a tightening around her waist when the spinal cord stimulator (scs) was on. Reprogramming was done and did not resolve the issue. The representative reported that they believe it is an issue with the scs interacting with the other device implanted for urinary issues. The feeling only happened when stimulation was on and it was a constant tightening. The patient got the scs device after the one for the urinary issues which is when the feeling started to occur. The indication for use was non-malignant pain. If additional information is received a follow-up report will be sent.